Manufacturer narrative:
Following completion of this investigation, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was replaced however is not being returned to boston scientific for analysis. No additional adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
This device was not returned for laboratory analysis. Should the device be received at a later date, analysis will be conducted. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was replaced however is not being returned to boston scientific for analysis. No additional adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.